Event description:
A malfunction was reported with the pump displaying malf 16 error code. There was no adverse impact to the customer's blood glucose level. The customer was instructed to switch to multiple daily injections as a backup therapy, and a replacement pump was arranged to be sent by technical support. Additionally, the customer was provided with instructions for returning the malfunctioning pump.